Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: dataset ID (B)(4) pcus but not the same drug choices. Does not have the same drugs under profile peds=/> 5k. Failure device type: alaris system instrument failure problem type: 8015.. Failure mode: training question. Case resolution: hospital has 2 profiles peds, 5k and >5k. They had chosen a different one on each pcu. Explained if dataset ids match they absolutely will behave the same if the same choices, profile, unit type etc. Are made. If any choice was different anything can be different.